Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced rectocele, stress urinary incontinence and atrophic vaginitis.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal dryness, vaginal odor, and vaginal discharge.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced cystocele, hematuria, urinary tract infection, frequency, urgency, urinary retention and vaginal irritation.

Manufacturer narrative:
Date sent to the FDA: 06/28/2017. Patient codes: (B)(4) obstruction. It was reported that following insertion the patient experienced obstructive urinary symptoms.